Event description:
The customer reported (2) two false positive results for multiple patients performed on (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses patient 2 of 2. The customer reported (1) false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a nasal sample. Confirmation rt-pcr testing was performed the same day and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report number: 1221359-2022-00771 for the related false positive result. (Patient 1).

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m169624 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m169624 and test base part number 190-430 / lot m169624. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169624 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.